Event description:
The patient reported the omnipod system delivered three unprogrammed boluses causing noctunral hypoglycemia. Blood glucose levels declined to 69 mg/dl. Treatment consisted of the patient eating a candy bar.

Manufacturer narrative:
Cloud data for the period of 13jul2025-16jul2025 was reviewed. The cloud data showed that no boluses were delivered during this period. Review of the patient history buffer (phb) data found that the pod used during this period was only running in manual mode and was correctly delivering the user's manual basal program of 2 u/hour. The pod ran for 810 pulses (approximately 40.5 u) before deactivation by the user. No low pod insulin or pod empty alerts or alarms were generated prior to deactivation of the pod. No sudden, unexpected increases in pulse count were observed in the data. No evidence of issues with the system or unexpected insulin delivery were observed in the available data. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - operating system n5004l-am-q-mv01602-06-01.06 cloud - hardware n5004l cloud - cgm sensor type g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.